Event description:
It was reported that the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, it was reported that the patient's humeral tray disassociated from the humeral stem. As a result, the patient underwent a right shoulder revision approximately 1 year and 3 months after initial implantation. During the revision it was noted that the torque defining screw was bent and had separated from the humeral stem. The threads in the previous stem were reported to be undamaged, and the stem was retained for the revision. Cultures taken at the time of revision grew p. Acnes. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-01-15 - equi, hum stem prim, press fit 15mm: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 322-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-08 - sup/post aug plate, r rs glen baseplate: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile: (B)(6). 531-78-20 - shouldr gps hex pins kit: (B)(6). A10012 - gps implant kit v2: (B)(6). 320-10-10 - equ reverse tray adapter plate tray +10: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.